Manufacturer narrative:
A ge service representative performed an onsite investigation. The kilovolts were checked and found to be within specifications. The automatic iris settings were adjusted which brought the milliamperes down to the baseline measurements. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's milliamperes seemed higher than usual and requested that the MFR check the automatic iris adjustment. No pt injury was reported.